Manufacturer narrative:
Additional information will be submitted if the device is returned for evaluation. (B)(4): not returned to manufacturer.

Event description:
It was reported that the universal handswitch got stuck in the run position and caused a handpiece to continue running when it was not supposed to. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.